Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were trying to rewind the insulin pump but it failed and stopped. They could not put the reservoir in the insulin pump because the piston did not go down. The customer stated that they could not complete the rewind. The customer's blood glucose level during the incident was 58 mg/dl. They treated the blood glucose with food. The alarm history was checked and they found an unexpected restart alarm. They were advised to monitor the insulin pump and to call if issues recur. The device will not be returned for analysis.